Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump powered down several times while being worn. The patient reportedly confirmed the verify screen and would enter the prime menu and the pump would reboot again on its own. The patient stated that this issue recurred multiple times. The patient reportedly changed the battery but the issue did not resolve. The patient confirmed no damage to the battery compartment or cap and confirmed that the cap was attached securely to the pump. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was able to duplicate the intermittent power issue. The returned battery cap's gold contacts are visibly bent and are intermittently making contact with the inside of the battery compartment duplicating power loss. Pump powers up immediately with new test battery cap. The test battery cap was able to fully tighten with no visible yellow o ring showing. The pump was exercised for 24 hours with test battery cap, no power loss or rebooting was duplicated. The black box verifies power on resets. No damage was found to the battery compartment. When the battery cap contact width was measured it was found to be in out of specification. The battery cap contact height was measured and found to be in specification. Unrelated to this complaint, it was noted that the display lens is cracked.